Event description:
It was reported that a pt experienced respiratory distress, required medical intervention and hospitalization when a 5.0 ped, pediatric tracheostomy tube was used instead of a 5.5 pdl, pediatric long tracheostomy tube. The device had been in place approx two to three days. It was also reported that the 5.0 ped was a previously used device that had been packaged in a 5.5 pdl product carton by the pt's homecare providers. The 5.0ped and 5.5 pdl device neckplates are marked with the size, model, ID, od and length dimensions. There was one pt involved who has returned to baseline condition. The device was discarded at the hosp and as such is not available to be returned to the MFR for identification, analysis and investigation.